Event description:
Additional information received from a manufacturer representative indicated the navigation system was being used during a sacroiliac and thoracolumbar procedure.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, serial/lot : 1946719, UDI: (B)(4), h3: a medtronic representative went to the site to test the equipment. The reported behavior was confirmed and the system computer was replaced. The system then passed the system checkout and was found to be fully functional. Analysis results of the returned system computer were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: conclusion code 4307, method code 10, result code 120 pertain to the system check out. Conclusion code 11, result code 3233, and method code 4118 pertain to the pending system computer analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: product ID: 9735225r updated to 9734477. Lot number is 1946719. H3) the computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the returned computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Concomitant medical products: other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Name of initial reporter unknown at the time of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the system was plugged and powered on but when the system would begin to load, it was noted that they received a blank screen with a message that the system was attempting to load. Then the screen would just go black. The site was unable to use the system. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was no reported delay.